Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 355531, lot# n343905, implanted: (B)(6) 2012, product type screening device. (B)(4).

Event description:
It was reported that 3 electrodes had high impedances with readings over 10,000 ohms. The patient just needed to turn up second program which covered left side. As a result, no actions were taken as patient still had good coverage when programmed around affected electrodes. Cause was not determined. No symptoms were reported relating to the event.